Manufacturer narrative:
(B)(4). Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the generator showed high noise after a few seconds of ablation, making the signal unreadable. This phenomenon is not considered a reportable malfunction. However, the customer also reported that the generator overcame the power limit that was manually set by the customer at 50w. Therefore, (B)(4) is reporting this complaint as a reportable malfunction.

Event description:
(B)(4) clinical study. Same case as: 2134265-2010-04618. Same patient as:2134265-2009-05714. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infraction. During the index procedure, the de novo target lesion located in the mid right coronary artery (rca) was 75% stenosed, 2.75mm in diameter and 10mm long. Predilation was performed with a 3.0x10 mm balloon at 24 atms. The physician implanted a 2.75x12mm taxus express2 stent at 16 atms in the mid rca. Post dilation was performed with a 2.75x10mm balloon at 24 atms. Post-intravascular ultrasound (ivus) was performed and the stent was expanded well. Residual stenosis was 25% with timi 3 flow. In (B)(6) 2009, ischemic symptom was confirmed in the mid and distal rca by a follow-up coronary angiogram (cag) and revealed restenosis in the lesion. The target lesion in the mid rca was 90% stenosed, 2.75mm in diameter and 10.0mm long. In (B)(6) 2009, a percutaneous coronary intervention was performed. The physician implanted an unknown taxus stent and a non-bsc stent. Residual stenosis was 25% with timi flow 3. The event was resolved and the patient discharged 2 days later. In (B)(6) 2010, the patient experienced acute myocardial infraction. The target lesion was located in the mid rca. The lesion was 100% stenosed and 3.0mm in diameter. A target vessel re-intervention was performed with an unknown balloon catheter and placement of a 3.0x23mm promus stent. Residual stenosis was 25%. No patient complications were reported and the patient's status is improved. In (B)(6) 2010, a 2 year follow-up was performed and no angina symptoms were noted.

Manufacturer narrative:
(B)(4). Additional information received: the generator was operating in temperature control mode, with a cut-off temperature limit set at 55 degrees celsius. The generator power was set at 50 watts, and the highest power displayed was 82 watt (reading taken from ep recording system). The customer stopped the ablation when the high power display was noticed. The customer used the st. Jude dispersive electrode filter for the study. This filter is only recommended for use during a (B)(4), and may cause noise issues. The generator was returned to stockert for analysis and it was found that the rf amplifier board was defective. The transporter case was also missing. The rf amplifier board was replaced. Preventive maintenance and adjustments were done. Full system tests were performed. A DHR review was also performed and no anomalies related to this complaint were noted.